Event description:
It was reported by repair work order that there was a stress crack in the upper case and it was leaking into the electronics. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was reported in error. Upon evaluation the technician did not find that water had leaked onto the electronics.

Manufacturer narrative:
Conclusion -replaced unit.

Event description:
It was reported by repair work order that there was a stress crack in the upper case and it was leaking into the electronics. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.